Event description:
It was reported that the pt underwent a sling procedure in 2006. The tape was placed and then pulled tightly on both sides until the tape was snug against a clamp, which was between the urethra and the babcock clamp. No immediate postoperative complications were reported. The stress component of the mixed urinary incontinence was reportedly alleviated, and pain from the procedure was reportedly well managed with multiple analgesics. The pt was discharged with lortab and also with macrobid, aimed at the pt's risk of urinary tract infection due to continued dependence on catheterization. One month after the procedures, the pt reported urinary retention and an onset of bilateral groin pain. Based on the post-void residue, volume of 130-140 ml, the dr diagnosed the pt as having urinary obstruction. The tape was resected 50 days after the intial procedure. The granulation tissue was found on the anterior wall of the vagina and was removed following the tape resection. The urinary retention recurred 5 days after the tape resection. Urocholine was prescribed and the pt was trained to perform self catheterization periodically. The urocholine regimen continued for 3 more weeks, and the pt's post-void volume reduced to 20 ml. The pt was released to return to work with no restriction and reported sharp pain in the right groin radiating to the right foot 3.5 months after the initial procedure. The physician informed the pt that the pain was caused by the scarring tissue and suggested physical therapy to treat the pain. The dr injected the pt with a combination of topical anesthetics and steroids on either side of the pubic bone. The injections were apparently effective in that the pt no longer had the sharp pain.

Manufacturer narrative:
Conclusion: multiple invasive procedures were performed on the pt, thus the contributing factors to the reported pain at multiple locations may be complex. The pt had multiple previous gynecological procedures. A hyper-flexed position during the immediate postoperative period could result in pain in the lower back and extremities. Persistent back pain may also indicate a pelvic tissue injury during the dissection of the operation. Tension created during the tvt tape placement could compress the surrounding tissue and cause pain. The incisional pain may occur after the introduction of the tape. Potential postoperative infection in the pelvic area could also be a source of pain. No signs or laboratory tests indicated postoperative infections in this case. Frequent self-catheterization may cause urinary tract infections, which may be another source of the reported pain. Lack of estrogen after the bso may cause pain associated with intercourse. Tissue adhesion and scarring in the pelvis after multiple invasive procedures could be another cause of pain. In fact, scarring tissue was observed and removed during the tape resection. Furthermore, the potential dependence on the narcotic analgesics may alter the pt's sensitivity and tolerance to pain. Overall, the pain reported in the event is from multiple sources. The targeted injections of local anesthetics and steroids are reportedly effective in alleviating the pain. Potentially both the tvt tape's physical obstruction and post-operative functional inhibition could contribute to the reported urinary retention. The physician took actions to address both possible factors. The fact that urecholine was effective in reducing the post-void urinary volume indicates the post-operative functional inhibition was most likely not a factor. No definitive relationship can be established between the device and the reported event.